Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Lead provocation testing was performed and the noise was reproducible. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The device was reprogrammed to resolve the event and the patient was in stable condition.